Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged during a lead revision procedure to revise a different lead. This lead was therefore explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.